Event description:
The customer stated that the architect analyzer generated false positive troponin-I results from three patient samples. A sample from the first patient generated an initial result of 0.049 ng/ml that was repeated at 0.00. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.